Event description:
It was reported that the patient was charging more than expected. It was noted that the patient charged for too long and never got to 100%. It was noted that it went up and down and seemed she was attached to the system. The patient did not wear the holster and held the antenna. The patient did not have high settings and was at 4.3v and 3.4v. An antenna locate feature was used and the patient was getting 50-60 range and then got all boxes filled. Patient had had trouble with the system since implant in june, difficult to charge. It took 1-2 hours to get 50-75% and the next day the patient was low. Patient felt like she was not getting anywhere. The patient had met with the representative in the past. Patient was getting good coverage and it was just the charging system unless she pushed very hard and was in the right spot. The patient would be in her sweet spot for a while and then at times took 10-15 minutes looking for the sweet spot. Patient got full boxes usually, sometimes it changed. Patient charged 2-3 hours a day and nothing. The patient had always charged every day. The patient never used the belt, she could not get it up high enough and it did not fit right. Patient was scheduled for a change to a non-rechargeable device on (B)(6) 2014. Patient only went to 75% and then gave up and was low the next day. The patient had meet with the healthcare professional on (B)(6) for a reprogramming. Additional information received reported recharging frequency matched patient¿s settings. The patient had been trained and was able to demonstrate effective charging 2-3 times since implant. Impedance testing was done on (B)(6) 2014. No malfunctions were seen on (B)(6) 2014. The patient was only able to charge to 75% despite charging for one hour or more daily.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type recharger, product ID 3389s-40, lot# v734509, implanted: 2013-(B)(6), product type lead, product ID 3389s-40, lot# va00k07, implanted: 2013-(B)(6), product type lead, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID neu_recharger_acc, product type recharger product ID neu_recharger_acc, lot# unknown, product type recharger, product ID 37651, serial# (B)(4), product type recharger. (B)(4).